Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device overheated then caused the suction portion to not stop. Therefore there was a thermal event and loss of insufflation.

Event description:
It was reported that the device overheated then caused the suction portion to not stop. Therefore there was a thermal event and loss of insufflation.

Manufacturer narrative:
The device was discarded and was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: overheated and the suction portion did not stop probable root cause for overheating: 1. Material/design error 2. User error probable root cause for buttons not functioning : 1. Severe shipping conditions 2. Material/design error 3. Damaged equipment 4. User error the reported failure mode will be monitored for future reoccurrence.